Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that you should request assistance with getting ins into MRI mode. Caller stated they had been having difficulty connecting to ins. Agent walked caller through process of connecting. Confirmed caller was using correct app (tried both interstim x mytherapy and clinician x apps), adjusted position of communicator, confirmed bluetooth connection, turned external components off and back on, eliminated emi, all without success. Message on handset said 'device not responding. Additional information was received from the patient. They reported that the cause of the difficulty connecting was determined to be from an MRI of the body.